Event description:
The reporter did meter to lab comparison tests, 5 minutes apart. The reporter's capillary meter test was 205 mg/dl, and the venous lab test result was 319 mg/dl. The reporter did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the reporter confirmed the tests as reported. No harm was alleged.